Event description:
Boston scientific received information that this implantable lead displayed high thresholds one day post implant. The lead had dislodged. A lead revision procedure was performed where the lead was explanted and replaced. The lead will not be returned as it was discarded. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.